Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407376) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During the radiofrequency atrial fibrillation procedure, air was aspirated from the valve of the sheath. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.